Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx 26mm valve, implanted in an edwards surgical valve for 2 years and 22 days, is experiencing aortic insufficiency and paravalvular leak. The patient presented with worsening dyspnea on exertion, fatigue, and syncopal episodes. The patient will undergo redo aortic valve replacement.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx 26mm valve, implanted in an edwards surgical valve for 2 years and 22 days, is experiencing aortic insufficiency and paravalvular leak. The patient presented with worsening dyspnea on exertion, fatigue, and syncopal episodes. The patient will undergo redo aortic valve replacement.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints central valvular regurgitation and paravalvular leak were confirmed based on the provided medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training manual revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a 9600tfx 26mm valve, implanted in an edwards surgical valve for 2 years and 22 days, is experiencing central aortic insufficiency and paravalvular leak. The patient presented with worsening dyspnea on exertion, fatigue, and syncopal episodes.' Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis. Review of medical report revealed patient's history of type ii diabetes, and the presence of moderate aortic valve stenosis. Diabetes is considered a risk factor for leaflet calcification. Leaflet calcification can narrow the valve orifice (stenosis) and impact proper coaptation of valve leaflets, leading to central regurgitation. As such, available information suggests patient factors (stenosis, co-morbidities: diabetes) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. For this case, due to limited information available, a definitive root cause was unable to be determined. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and b6. The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 9600tfx 26mm valve, implanted in an edwards surgical valve for 2 years and 22 days, is experiencing central aortic insufficiency and paravalvular leak. The patient presented with worsening dyspnea on exertion, fatigue, and syncopal episodes. The patient underwent a successful surgical aortic valve replacement procedure and was discharged to home in stable condition.